Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will drive forward and right but will not drive back and left. Ralph states has a manual chair as a back up but end user is still using the chair.